Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider in regard to an unknown number of patients receiving an unknown type of medication via an implantable infusion pump. It was reported that the healthcare provider (hcp) has multiple patient's that discrepancy is anywhere from 1 - 5 ml off every time. The patient, product, drug information, event date, troubleshooting, interventions, outcome, and cause of the events were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.